Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information the following sections were updated: b5, d4, d7; g1-2, g4, h2, h3, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 12 products avantage cemented cup s50, reference p0463050, batch ra01312229 were manufactured on 11 june 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. No other similar complaint has been recorded for avantage cemented cup s50, reference p0463050, batch ra01312229 within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a previous revision on nov 19, 2018 due to migration of the tmars cup (investigated in cmp-0449846). Subsequently, the patient was revised a second time on dec 10, 2018 due to migration of the avantage cup. This caused a posterior dislocation of the avantage liner and competitor head. The surgeon repositioned the cup using cement for fixation, replaced the liner and replaced the head.the surgeon mentioned that the issue can be linked to the patient bone quality. The current complaint handles the revision due to the migration of the avantage cup.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products and therapy date detail of product: item ref: (B)(4), item name: avantage e1 inlay s50 / 28 , item batch: 0001299575. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that the patient underwent a previous revision on (B)(6) 2018 due to migration of a tmars cup. Subsequently, the patient was revised a second time on (B)(6) 2018 due to migration of the avantage cup. This migration of the avantage cup caused a posterior dislocation of the avantage liner and competitor head. The surgeon repositioned the cup using cement for fixation, replaced the liner and replaced the head. The current complaint handles the revision due to the migration of the avantage cup.